Manufacturer narrative:
The device sc-1232 serial number (B)(6), was returned to boston scientific for analysis. An analysis of the device data logs did not reveal any anomalies related to premature battery depletion. The system log indicated that the highest temperature recorded while the device was in use was within the expected range. However, a review of the charging log identified two issues that contributed to difficulties in charging or longer than expected charging times. Firstly, there may have been a misalignment between the charger and the ipg, which could have resulted in a lower than expected charge current. Secondly, misalignment or inadequate ventilation might have caused the charging process to halt once a temperature limit was reached. These factors can lead to charging difficulties, especially when users do not adhere to the instructions for use (IFU). A labeling review was conducted, and it states: the charging distance between the charger and the ipg is between 0.5 to 2 cm. Centering the charger over the stimulator ensures the shortest charging time. Based on the available information, the allegation that the patient experiences charging difficulties with the ipg has been confirmed. Testing of the ipg showed no anomalies; however, a review of the data logs indicated that the user may not have followed the proper charging instructions. Therefore, this allegation is assigned a probable cause of failure to follow instructions. Additionally, the allegation that the patient experiences extreme heat while charging was not confirmed. The system log recorded that the highest temperature obtained during device use was within the expected range. Therefore, this allegation is assigned a probable cause of known inherent risk of device. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experiences charging difficulties and extreme heat while charging. The patient underwent a procedure in which the implantable pulse generator (ipg) was explanted and replaced with a primary cell battery.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experiences charging difficulties and extreme heat while charging, patient also wanted to have a system upgrade. The patient underwent a procedure in which the implantable pulse generator (ipg) was explanted. The battery will be return for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the spinal cord stimulation (scs) patient experiences charging difficulties and extreme heat while charging, patient also wanted to have a system upgrade. The patient underwent a procedure in which the implantable pulse generator (ipg) was explanted. The battery will be return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device sc-1232 serial number (B)(6), was returned to boston scientific for analysis. An analysis of the device data logs did not reveal any anomalies related to premature battery depletion. The system log indicated that the highest temperature recorded while the device was in use was within the expected range. However, a review of the charging log identified two issues that contributed to difficulties in charging or longer than expected charging times. Firstly, there may have been a misalignment between the charger and the ipg, which could have resulted in a lower than expected charge current. Secondly, misalignment or inadequate ventilation might have caused the charging process to halt once a temperature limit was reached. These factors can lead to charging difficulties, especially when users do not adhere to the instructions for use (IFU). A labeling review was conducted, and it states: the charging distance between the charger and the ipg is between 0.5 to 2 cm. Centering the charger over the stimulator ensures the shortest charging time. Based on the available information, the allegation that the patient experiences charging difficulties with the ipg has been confirmed. Testing of the ipg showed no anomalies; however, a review of the data logs indicated that the user may not have followed the proper charging instructions. Therefore, this allegation is assigned a probable cause of failure to follow instructions. Additionally, the allegation that the patient experiences extreme heat while charging was not confirmed. The system log recorded that the highest temperature obtained during device use was within the expected range. Therefore, this allegation is assigned a probable cause of known inherent risk of device. Block b3: approximated based on the date the manufacturer became aware of the event.